Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient was diagnosed with iritis approximately 24 days post lens implant. The patient complained of pain and felt the drops intensified this so he stopped the drops. The patient presented with 3 +cell. Patient also complained of fluctuation in vision and was diagnosed with dry eye syndrome. The patient was dilated on (B)(6) 2014 and lens position was planar to slightly anterior with fibrosing. The patient was put on durezol bid and prolensa qd to treat the iritis and slow the fibrosing. Patient is to use artificial tears, warm compresses, and start omega 3's to improve the corneal surface.